Event description:
It was reported that during an unknown procedure the doctor stated that the product locked while firing. The trigger could not be opened and the device could not fire. No adverse patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? What other color cartridges were used before and after this event? Were any the staples deployed? Were the deployed staples formed completely? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? How was the device removed? Once removed, was there any damage to the tissue? How was the damaged repaired? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Device used on the intestinal tissue. Device was closed position on the tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Event occurred in the second firing. What color cartridge was being used? Green cartridge was being used. What other color cartridges were used before and after this event? No. Were any the staples deployed? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. How was the device removed? Power applied to the device for the opening. Once removed, was there any damage to the tissue? Yes, tissue was perforated how was the damaged repaired? Damage repaired by using another product. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.